Event description:
It was reported that high pacing lead impedance was observed. Physician suspects subclavian crush. The lead was capped and replaced. The patient was in good condition after the event.